Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced removal surgery, recurrence repair, lysis of adhesions, drainage of sinus, debridement, pain, bleeding, obstruction, erosion, and infections. After treatment, the patient experienced removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the inlay implant, the patient experienced inflammation, discomfort, incontinence, loss of enjoyment of life, nausea, pain, bleeding, obstruction, recurrence, adhesions, erosion, infection, abdominal abscesses, dense fibrous tissue,scar tissue, dislodged mesh, multiple swiss cheese defects, forceful coughing, serous fluid, fistula tract, sinus tract with small amount of pus, drainage, blockages in legs, and abdominal wound. Post-operative patient treatment included mesh removal, lysis of adhesions, drainage of sinus, wound debridement, exploratory laprotomy, paracolostomy, wound vac, colostomy stenosis, non-coronary intra-operative fluorescence vascular angiography, post-operatively taken to the sicu, negative pressure wound therapy, medication, and recurrence repair without mesh.

Manufacturer narrative:
Additional information: a4, b5, b7, e1 (facility name, street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6 (patient codes), additional code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the inlay implant, the patient experienced pain, bleeding, obstruction, recurrence, adhesions, erosion, infection, abdominal abscesses, dense fibrous tissue, scar tissue, dislodged mesh, multiple swiss cheese defects, forceful coughing, serous fluid, fistula tract, sinus tract with small amount of pus, and abdominal wound. Post-operative patient treatment included mesh removal, lysis of adhesions, drainage of sinus, wound debridement, exploratory laparotomy, paracolostomy, wound vac, colostomy stenosis, non-coronary intra-operative fluorescence vascular angiography, post-operatively taken to the sicu, negative pressure wound therapy, and recurrence repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain, bleeding, obstruction, recurrence, adhesions, erosion and infection. Post-operative patient treatment included mesh removal, lysis of adhesions, drainage of sinus, debridement and recurrence repair.